Event description:
It was reported that after a da vinci benign hysterectomy surgical procedure, it was noted that the wire in the "wristed" area of the mega needle driver instrument had slipped off its track. The planned surgical procedure was completed. There was no report of fragments falling into the patient. There was no patient harm, adverse outcome or injury reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found the instruments grip cable was derailed. One grip close cable was derailed at the distal idler pulley. The grips could still open and close, but the movement was not precise. The cable derailment was likely due to the cable losing contact with the pulley during wrist articulation. The fleet angle between the proximal and distal pulley s contributed to the derailment. Failure analysis investigation also found the instruments grip cables were frayed. The grip cable was frayed at the distal pulley area where the derailment of the cable occured. The frayed strands stuck out at the wrist. The other cables at the wrist were not damaged. No other damage was found. The customer reported complaint does not in itself constitute a MDR reportable event; however; the reported broken cable and scratch marks with light material removal, found during failure analysis investigation could likely cause or contribute to an adverse event if the failure mode were to recur.